Event description:
Clinic notes were received for the vns patient¿s office visit with her neurologist on (B)(6) 2014. The notes indicate that the patient was experiencing an increase in seizures for the past few months after the school year had ended. It was noted that patient had previously been non-compliant with her medications but had since been closely monitored. The patient¿s episodes were characterized as staring and unresponsive along with lack of awareness which lasted 30-40 seconds several times a day. The patient¿s device was tested during the office visit and system diagnostic results showed lead impedance within normal limits and an ifi condition with the generator. The patient¿s device off-time was decreased during the office visit to conserve the battery life of the generator. Follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2014 due to end of service. It was noted that the explanted generator was tested and system diagnostic results showed a ¿low¿ warning message which was believed to be due to the battery status of the explanted generator. The explanted generator has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
On (B)(6) 2014 product information was received from the implanting hospital.

Event description:
The generator was received for analysis on 07/10/2015. Product analysis was completed and approved on 08/03/2015. There were no additional performance or any other type of adverse conditions found with the pulse generator. The generator showed a near end of service condition. The pulse generator diagnostics were as expected for the programmed parameters.

Manufacturer narrative:
.